Event description:
It was reported by the aci sales professional that a (B)(6) year old male patient underwent an interventional neuroradiology procedure on (B)(6) 2013. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician attempted to shuttle down the sealant a few times and experienced significant resistance. The physician experienced significant resistance. The physician removed the device and examined it on the table. It was noted that the device and examined it on the table. It was noted that the sealant was "not in its normal position in the shuttle and not elsewhere". The patient was converted to approximately 15 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle. The sealant sleeve was received in the manufactured position. The sealant sleeve was retracted gradually and no significant resistance was experienced during retraction. Upon sealant sleeve retraction, the sealant was found recessed approximately 1mm from the end of shuttle. Sealant was dry and had no evidence of exposure to blood. Shuttle movement was checked and resistance was felt. The sealant grip tip was found stuck to the shuttle cartridge and the catheter shaft. If the device was exposed to an elevated temperature, the sealant may adhere to the device components. The review of the lhr (lot f1307401) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the root cause for the reported shuttle advancement issue could not be conclusively determined.